Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on may 6, 2014 due to patient allegations of pain, loss of range of motion, loss of mobility, damage to bone and tissue, elevated metal ion levels and metallosis. A review of invoice history confirmed the initial surgery date; however, the invoice indicates that a metal-on-metal hip was not implanted on (B)(6) 2003. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.